Event description:
The customer reported the anterior vitrectomy probe didn't work. The surgeon tried twice to use the probe, but could not. The procedure was postponed. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).